Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead pacing threshold there was t-wave oversensing (twos) post lv only pace. The twos could be reproduced each time the test was ran. The lv lead remains in use. No patient complications have been reported as a result of this event.